Manufacturer narrative:
All four needles used in this case were returned for evaluation. Of the four, 1 needle, (needle #3, lot a6891) was confirmed to be defective. The needle manufacturing records for needle #4, lot a6891 were reviewed and no related deviations or concerns were noted. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the resistance wire insulation layer on the heater was damaged during assembly process leading to the hi-pot issue. The remaining 3 needles were found within specification and passed all investigative testing. Based on the investigation results, the root cause was determined to be damage to the resistance wire insulation layer on the heater during assembly process leading to the current leakage in this point. The treatment was completed with no patient injury.

Event description:
It was reported that during a cryoablation procedure, the physician saw muscle spasms visually, which seemed to disappear during the procedure and almost became insivible. But, if the skin of the patient was touched, the physician was able to feel "light" spasm in the muscle. Physician was able to complete the case. The patient was not injured.